Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hole just distal to the three-way port of the foley catheter, so the irrigants were squirting out. Stated that the sample was not available since it was with the patient, and it was discarded. Per follow up via email received on 03-feb-2023, it was stated that they had three incidents at the hospital where 22french silicon 3 ways catheters were placed. Once the cbi was started it was noticed that water was gushing out of the sides due to a hole. In terms of impact, the hole in the catheter would break sterility. It was also stated that it was painful for patients to have catheters replaced especially one as large as a 22french catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿silicone too weak to withstand normal forces applied during use". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: IFU states "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that there was a hole just distal to the three-way port of the foley catheter, so the irrigants were squirting out. Stated that the sample was not available since it was with the patient, and it was discarded. As per follow up via email received on 03feb2023, it was stated that they had three incidents at the hospital where 22french silicon 3 ways catheters were placed. Once the cbi was started it was noticed that water was gushing out of the sides due to a hole. In terms of impact, the hole in the catheter would break sterility. It was also stated that it was painful for patients to have catheters replaced especially one as large as a 22french catheters. As per additional information received via email on 03mar2023, it was reported that the another catheter with a hole was found today. They currently had 8 and a half boxes full of 22fr silicon 3 way catheters and they were no longer feel comfortable using these catheters. The hole was small and on the third port section of the tube and very distal and just proximal to the bifurcation. We only see the hole once the cbi irrigant was turned on and it squirts out. In terms of patient care, exchanging the catheter was painful and increases their risk of developing a urinary tract infection. No medical intervention was reported.